Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated tricuspid clip placement procedure intermittent oversensing in both configurations was noted on the right ventricular (rv) lead. The lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.